Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that a 911 call was made on (B)(6) 2015 due to low blood glucose. Customer's blood glucose was 41 mg/dl. Prior to paramedics getting to customer, customer was treated with glucose tablets, juice and food. Customer was not taken to the hospital as blood glucose began to elevate and paramedics left. Caller reported that customer experienced sensor glucose versus blood glucose differences. Customer believed that transmitter may have malfunctioned.